Event description:
A customer contacted beckman coulter inc., (bec) and reported that a fluid was leaking inside their coulter lh 780 analytical station and onto the floor. The customer noticed the leak while running the start up on the instrument. Per customer, the start up passed. The customer indicated that the leak was about 3 to 5ml and appears to be the cleaner. The operator was wearing personal protective equipment (ppe) consisting of gloves, a lab coat and glasses. There was no contact with skin, open wounds or mucous membranes. No medical attention or care was required. The risk management protocol is in place at the facility. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer's site on (B)(4) 2012. The fse replaced tubing with a pin hole at pinch valve (vl4c), resolving the issue. The cause of the leak was a pin hole in the tubing at the pinch valve vl4c. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).